Event description:
It was reported that the pump software was not functioning as intended. Customer's blood glucose (bg) level was 288 mg/dl. Tandem technical support was unable to confirm the reported issue as multiple contact attempts were made by tandem technical support to obtain additional information and pump data for review regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.